Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70e. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: 1x16 perc lead trial kit, 70 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing extreme positional headache during a trial procedure. The physician confirmed that the patient had a csf (cerebrospinal fluid) leak and was administered with blood patch. The was reportedly doing well postoperatively.